Event description:
The customer reported the ventilator was autocycling during normal ventilation mode operation. The customer reported the device was in use on a patient and there was no patient harm. Autocycling may affect ventilation of the patient. Appropriate alarm settings by the user should alert the caregiver to the occurrence of an increased breath rate or patient airway pressure. The ventilator was returned to the manufacturing facility for analysis. Factory analysis confirmed the customer reported problem. During evaluation and testing of the device, there was a leak noted during cycling in normal ventilation mode operation. The leak was isolated to the exhalation valve and it was revealed that the exhalation valve was out of adjustment.